Event description:
Boston scientific received information that the patient implanted with this device had died. Difficulty was encountered reviewing stored episodes after the device was explanted. The device was returned for analysis. Upon receipt at our post market quality assurance laboratory, episodes were successfully retrieved. Review of electrograms (egms) noted the device had oversensed noise, leading to pacing inhibition with periods of ventricular asystole for three to five seconds. No adverse patient effects were reported at the time of the oversensing episodes. The physician stated the patient death was not related to the noise episodes.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review also noted shock impedance measurements greater than 125 ohms. Further information was received that the date of death was suspected to be the same day as the out of range shock impedance measurements and oversensing. Device analysis also revealed a tear in the right ventricular (rv) seal plug which may have contributed to the reported noise.

Manufacturer narrative:
Further investigation by boston scientific's internal technical services, to include additional review of stored episodes specifically focusing on the date and time of the patient death in relation to the reported noise and oversensing, concluded that episodes (50 & 51) were recorded post mortem and that the reported pacing inhibition was not ventricular asystole, as previously speculated. The noise was not physiologic in nature therefore indicative of post mortem environmental sensing. Additionally, shock impedance history review confirmed that up until episode 48, measurements were with normal ranges; furthermore suggestive of post mortem values or perhaps that the leads had already been disconnected from the device. Boston scientific has concluded that the observed tear in the right ventricular seal plug was not contributory to the out of range shock impedance values or egm noise.